Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had a possible infection. Reportedly, redness around the incision site was getting worse. The patient was given antibiotics prescription and was referred to physician for further issues. Additional information received indicates that the patient was seen in clinic and the photograph of the incision in the chart showed that the wound was healing well without signs of infection. The health care professional (hcp) validated that the patient was treated with additional antibiotics post implant. There were no additional adverse patient effects reported. The rv lead remains in service.